Manufacturer narrative:
D3/g1: additional manufacturer email: (B)(6). Upon field service provided by a boston scientific engineer, it was noticed that the optic mirrors were not in the correct position, and they were not clean. The reported allegation of alignment issues was confirmed. Once the optics and aiming beam were cleaned and adjusted, the issue resolved. Based on all gathered information, the most probable cause for this investigation is cause traced to maintenance.

Event description:
It was reported that during procedure, a laser alignment issue error message was issued by this console. The aiming beam was off center with a weak beam, and not was working with the micromanipulator. The procedure was not completed due to this event. It is unknown if the patient was sedated when the problem occurred, and no patient complications were reported. This event is being reported for an aborted procedure with patient sedation status unknown.

Event description:
It was reported that during procedure, a laser alignment issue message appeared in the console. The aiming beam was off center with a weak beam, and not was working with the micromanipulator. The procedure was not completed due to this event. It is unknown if the patient was sedated when the problem occurred, and no patient complications were reported.